Manufacturer narrative:
Device evaluated by MFR.: the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis, which confirms the reported separation. The remaining hts was stretched. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure removal difficulties and guide wire tip detachment occurred. Access was obtained via the popliteal artery. The lesion being treated was located in the very heavily calcified superficial femoral artery. A non-bsc guide catheter and a 18x25mm, a18x30mm and a 14x12mm victory guide wires experienced resistance were unable to cross the lesion. A coyote balloon catheter and 300cm journey guide wire were advanced to the target lesion. Upon removal of the guide wire, resistance occurred. Once the guide wire was outside of the patient it was noted that the distal tip had detached. The devices were removed and there were no foreign bodies visible in the patient. After multiple failed attempts of flushing the balloon catheter outside the patient, the back end of the journey wire was inserted into the coyote balloon catheter and the missing piece of the journey guide wire was pushed through the end of the catheter. No further complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure removal, difficulties and guide wire tip detachment occurred. Access was obtained via the popliteal artery. The lesion being treated was located in the very heavily calcified superficial femoral artery. A non-bsc guide catheter and a 18x25mm, a18x30mm and a 14x12mm victory guide wires experienced resistance were unable to cross the lesion. A coyote balloon catheter and 300cm journey guide wire were advanced to the target lesion. Upon removal of the guide wire, resistance occurred. Once the guide wire was outside of the patient it was noted that the distal tip had detached. The devices were removed and there were no foreign bodies visible in the patient. After multiple failed attempts of flushing the balloon catheter outside the patient, the back end of the journey wire was inserted into the coyote balloon catheter and the missing piece of the journey guide wire was pushed through the end of the catheter. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4).